Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2022. Fiducials were administered transperineally prior to the procedure. Additionally, the procedure was performed under general anesthesia. Magnetic resonance imaging (MRI) images showed there was a very symmetric distribution of the spaceoar gel and on the axial view there was a slight area of muscularis propria disruption, a slight area of disruption of the outer wall of the rectum that transitioned from the mid-gland to the apex. The disruption was minimal and tilted towards the patient's left side. There were no patient complications reported as a result of this event. The patient's stereotactic body radiation therapy (sbrt) was delayed and will be given hypofractionation.